Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not correctly placed and that it had loosened. The patient also mentioned, was not getting a full voltage. Moreover, the patient was made aware that the lead will be replaced when a new device is placed in. There was an attempt to obtain additional pertinent information but was unsuccessful. This ra lead remains in service. No adverse patient effects were reported.